Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the drip chamber. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set separated from the bottom of the drip chamber. This occurred during setup. There was no patient involvement. No additional information is available.